Event description:
It was reported that the pt's pump device had been replaced at the device's normal end of life. It was stated the pt had not rec'd adequate therapeutic effect from his previous devices. It was stated that the pt was told by their health care provider that his catheter had an unspecified "issue" and the pt was supposed to see a neurologist. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4) .